Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported an insulin drip was set up at approximately 0130 on (B)(6) 2018. The bag was scanned for 10 units/50ml, for a dose of 0.04 units/kg/hour. The calculated rate was 0.15ml/hour. The insulin bag was dry at approximately 0600. The 150ml bag was filled with 50ml per its label. The patient's labs read as if the patient didn't receive the drug. There was no report of patient harm.